Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the insertable cardiac monitor exhibited under sensing. Programming changes were made. The patient was in stable condition.